Event description:
A surgeon reported an intraocular lens (iol) was explanted and replaced with a different lens model due to the patient's report that he could not see anything when looking straight ahead. The patient reported he could see perfectly when he tilted his head backwards to a 45 degree angle. The patient was a very high myope prior to surgery. The iol was replaced with a different iol model with a large optic and the patient's outcome following the lens exchange was reported as excellent.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was broken in the gusset area and yag laser damage was noted on the lens optic. The optical resolution was acceptable with a focal length reading equaling 4.0 diopters. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested and received from the surgeon on 01/10/2007.